Event description:
It was reported that bd syringe 10ml ll bns barrel was cracked. Complaint via email. We received complaints: (B)(4) indicating a crack in the barrel of two syringes of item: 304657 lot 5007065 were reported. Two syringes were received one within a biohazard bag and one loose in the box.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.